Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they lost stimulation into their left leg. They were unable to regain stimulation into the left leg without reprogramming. An impedance check was performed and impedances were found to be within normal limits. X-rays were taken by the medical physician to find that the leads migrated from the mid t8 to the top/mid t9. It was reported that a revision would be scheduled in the future. The issue was not resolved at the time of the report. Relevant medical history includes lumbar radiculopathy and spinal pain.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the device was revision in surgery but only placement. The stimulation issue was resolved; they were able to get stimulation back into the leg as requested by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.